Event description:
It was reported that via x-ray, pneumothorax was observed. Post procedure, a chest tube was inserted into the patient. Patient discharged the following day. Patient to be seen on a follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.